Event description:
It was reported that the device was not passing calibration. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex code a,g,b,c,d and manufacturer narrative chr,DHR,shr. Omit code:a1601 - device alarm system (1012) and g0600101 - alarm, audible. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 08oct2014. The review was performed from the date of manufacture to the present date 22jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Date received by manufacturer used for date of event device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 08oct2014. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had not passing calibration. There was no patient involvement.